Event description:
The user's hearing performance with the device is affected. Furthermore, affected channels were seen. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Based on the device electrode variant, no report is actually deemed required. Please, disregard the previous initial report related to manufacturer report number 9710014-2022-00031.

Event description:
The user's hearing performance with the device was affected. The user was re-implanted with a competitor's device.